Manufacturer narrative:
Correction: the date of event was reported as (B)(6) 2017. The actual date of event was (B)(6) 2017. The date received by manufacturer was reported as 06/27/2017. The actual date received by manufacturer was 06/26/2017.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 120 ml bd vacutainer® plastic urine collection cup leaked and was unable to be put on the analyzer. No injury or medical intervention reported.